Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing/download was performed and passed. A review of the share logs was performed and transmitter failed has not found for serial number (B)(4) within the investigation window.  The allegation was not confirmed. The probable cause was determined to be determined. No injury or medical intervention was reported.